Event description:
Reporter alleged blood glucose read in the 90s mg/dl all day which is a normal reading however after lunch, customer was unresponsive. It was reported relative took customer to hosp around 4.00 where glucose measure 31 mg/dl. Reporter stated customer was treated for low blood glucose and given and IV as well as remained in ICU for 10 days. Reporter indicated medication, diet and physical activity were all as usual the day of the alleged incident. A request have been made for the return of the suspect device and replacement product was sent.